Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that an unexpected reset occurred. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to customer¿s blood glucose.